Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory 66mg/dl on (B)(6) 2013 at 6:07pm, 170mg/dl on (B)(6) 2013 at 6:58am, 74mg/dl on (B)(6) 2013 at 5:04am, and 160mg/dl on (B)(6) 2012 at 11:30pm. Caller states his glucose is normally 120mg/dl - 130mg/dl 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).